Manufacturer narrative:
Additional info: the burr that came off was not returned. Microscopic examination does not reveal any area that looked chipped. Without the burr no further analysis can be done.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 5440030, 510k # k102555 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that a metal burr was noticed coming from the set screw. The fragment was retrieved and the set screw was removed and replaced. No patient complications were reported.